Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was performed high pressure test and found no delivery at 4.5 units. Customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 380 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not insisting on pump replacement. Advised to change entire set, reservoir and insulin and treat per health care professional's instructions. Advised to follow up with health care professional's concerning high blood glucose. The insulin pump will not be returned for analysis.